Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrical surgical unit (iesu)/erbe to resolve the reported issue. The system was tested and verified as ready for use. The integrated electrical surgical unit was received for failure analysis and the reported failure was confirmed and reproduced. Logs confirmed error c-34. No issues were found during visual inspection.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy procedure, the monopolar energy was not working, and the site was getting c-34 errors on the erbe. The site had changed out the instrument and cord with no change. The technical support engineer (tse) had the site do a hard restart of the erbe generator with no change. The site was continuing with the case and requested that a field service engineer (fse) look at their system. The customer called back in to technical support to report they attempted a system restart and tried 3 different monopolar cords and 3 different monopolar curved scissors (mcs) instruments with no change. The tse advised that the c-34 error was on the erbe and is a calibration error. The fse advised connecting a force triad backup generator or swapping the dv tower if possible. The fse replaced the erbe. On 17-dec-2024, intuitive surgical, inc. (Isi) followed up with the customer and gathered the following information: the procedure was converted to traditional laparoscopic surgery and an additional port was added. The patient did tolerate the change.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product and/or this event. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The integrated electrical surgical unit (iesu) was received for failure analysis. The probable root cause of the reported issue can be attributed to an electrical/fiber optic defect of a generator component/module. At this time, the complaint investigation has been completed and the record will be closed. If additional information is obtained, then the record will be re-opened for further evaluation.

Event description:
Refer to h11 for follow-up information.